Manufacturer narrative:
No medical records were provided to the manufacturer. An image was provided. The lot number for the device was provided. The device history records and image are currently under review. The device was not returned to the manufacturer for evaluation. The investigation is currently under way. ( expiration date: 03/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of vena cava filter, the filter allegedly migrated from desired location. No further treatment was performed. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned for evaluation. Medical records were not provided. Images were provided for review. Based on the images provided, some filter limbs were crossed at the time of filter deployment . Additionally, the vena cava filter traveled caudally approximately half the length of a lumbar vertebral body while the deployment system was attempted to be removed. Therefore, based on the image review, the investigation can be confirmed for caudal migration and crossed filter limbs. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during deployment of vena cava filter, the filter allegedly migrated from desired location. No further treatment was performed. There was no reported patient injury.